Manufacturer narrative:
The investigation for this event is still on-going. Although, the explanted device will be retained by the hospital, (B)(4) is attempting to obtain photographs of the device to aid in the investigation. As further information in the investigation becomes available, a follow-up medwatch will be submitted. (B)(4)

Event description:
Reported event called in by patient: during port/cath patency check, the patient was informed by the radiologist that her chest port was fractured. The radiologist's report indicates that under fluoroscopy, contrast was injected to evaluate the tubing. The distal half of the catheter did not fill with tubing. It was determined that there was a partial rupture of the catheter tubing "at the level of the subclavian/ brachiocephalic vein junction." Port was originally implanted on (B)(6) 2009. The port has since been explanted from the patient, but will not be returned.